Manufacturer narrative:
The therapy date(s) for the following device(s) is unknown: model: 6171(x2); dbs lead, model: 6372(x2); dbs extension. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg exhibited a low longevity estimate. Per the company representative, the device had not reached elective replacement indicator (eri). In turn, the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.